Event description:
During gastric bypass surgery a heavy duty ta-60 linear stapling device was manipulated vertically from the lesser curvature side of the cardiac end of the stomach to the greater curvature side of the esophagogastric junction. It was closed and fired. The staples deployed, none of them closed. Staples removed and another device used. Again staples not closed. A third ta-60 stapler was used successfully.